Manufacturer narrative:
The insulin pump was received with intermittent button response. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner and minor scratched lcd window. The insulin pump was missing the end cap sticker and graphic design layer of the address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that his blood glucose level was 489 mg/dl. He was feeling nauseous, had a headache, and felt like he was going to pass out. He treated his high blood glucose level with syringes. He was hospitalized on (B)(6) 2016 due to his high blood glucose level. The customer had a severe hyperglycemia. He was given IV drip. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed motor error and no delivery. The up and down arrow buttons on the insulin pump were unresponsive. The dome label sticker was missing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.